Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during reprocessing, the bronchovideoscope had foreign metal object inside channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign material could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during reprocessing, the bronchovideoscope had foreign metal object inside channel. There were no reports of patient involvement.